Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that presence of thrombus / clots in the oxygenator. Possible release into the patient. No harm or death has been reported. Patient's health is good. Customer states that circuit / oxygenator was not involved regarding to their analysis. More information is pending. Trackwise #(B)(4).

Manufacturer narrative:
It was reported that presence of thrombus / clots in the oxygenator and possible release into the patient of clots. No harm or death has been reported. Patient's health is good. The customer indicates that the circuit / oxygenator is not involved in the reported malfunction as a result of his analysis and further information will not be provided for this complaint. Sample investigation could not be performed since the product was discarded by customer. Failure could not be confirmed due to lack of information. Because according to the the customer analysis, the reported circuit and oxygenator were not involved in the event. The customer informed getinge representative that the analysis has been classified medical and did not communicate further. Device history record review could not be performed because the lot number of the affected product was not kept by the customer. The obtained information so far in this complaint are very limitted to determine the exact root cause however, the reported failure could be linked to the product risk assessment of quadrox-I small adult/adult, quadrox-ID adult and the most probable causes are: blockage of blood flow (clotting - anticoagulation measures - obstruction of filter) insufficient anticoagulation, occlusion of the extracorporeal circulation. Low act for specific procedure and patient condition. Oxygen concentration lower than 80%. Lack of information on device handling. The related mitigations are in place instruction for use (IFU) of quadrox-ID adult: IFU warning: absence of adequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis, and ischemia. Weigh up the benefits of extracorporeal circulation against the risk of systemic anticoagulation. Use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The act should not fall below 480 s. IFU warning: the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet. IFU warning: exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : sample was discarded by user.

Event description:
#666656.